Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and the breath delivery pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up both the main display and the secondary display a 980 ventilator were blank. The ventilator was not in use on a patient at the time the event occurred.